Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4) alleging that the patient¿s onetouch verio iq usb cable was not working. The complaint was classified based additional information obtained by the customer service representative (csr) during a follow up call with the patient. The reporter was unable to state when the alleged product issue occurred, what medication (if any) the patient takes to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter informed the csr that the patient did not develop any symptoms as a result of the alleged product issue but visited their doctor¿s office. In the doctor¿s office the patient was administered with insulin by a nurse and the doctor prescribed the patient with an insulin regime to follow to help manage their diabetes. At the time of troubleshooting the csr was unable to resolve the issue. The patient¿s product was replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began.